Manufacturer narrative:
Product analysis : could not confirm customer complaint of random starting. Printer not printing due to lack of disk space. System error 0502; microprocessing unit (mpu) defect. Mpu replaced. Cordbay worn. Cordbay replaced. Touchscreen calibrated. Software re-installed and updated. Passed electrical safety test and all final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had randomly shut down. In addition, the printer and software updates were noted to be "faulty". The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.